Event description:
It was reported that "dexcom application crash" occurred. No product or data was provided for investigation. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).